Event description:
A report was received that the pt was experiencing a poking sensation at the lead incision site. The physician opened up the incision site and discovered a pocket of fluid. The fluid was released and the pt no longer had the pain. The lead was not adjusted and nothing was implanted or explanted. The physician was not sure what caused the fluid build-up and no further treatment was given. The pt was reportedly doing well.